Manufacturer narrative:
The impella device was received from the customer on 27-aug-2024 , therefore, an investigation of the device is underway. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ section: warnings & cautions: warnings section: pre-support evaluation section: axillary insertion of the impella 5.5 catheter section: direct aortic insertion section: use of impella with transcatheter aortic valves ¿to reduce the risk of cardiac injury (including ventricular perforation), physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected decreased ventricular cavity size, ventricular aneurysms, congenital heart disease, or compromised cardiac tissue quality in the settings of acute infarction with tissue necrosis.¿ ¿to reduce the risk of vascular injury, physicians should exercise caution when inserting the impella catheter in patients with complex peripheral vascular anatomy. This includes patients with known or suspected: unrepaired abdominal aortic aneurysm, significant descending thoracic aortic aneurysm, dissection of the ascending/ transverse/descending aorta, chronic anatomical changes in the relationship of the aorta/aortic valve/ventricular alignment, significant mobile atheromatous disease in the thoracic or abdominal aorta or peripheral vessels.¿ ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing a risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly in the left ventricle after CPR with echocardiography guidance. Section: warnings & cautions: cautions ¿dilators and catheters should be removed slowly from the sheath. Rapid removal may damage the valve, resulting in blood flow through the valve.¿ section: warnings & cautions: warnings ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance.¿

Event description:
The user facility reported a 48-year-old male was implanted with an impella device for mechanical circulatory support. The complainant reported that during impella 5.5 procedure extra force was utilized to advance the impella over .018 guidewire into the left ventricle. Unable to remove the .018 wire. Impella 5.5 and abiomed wire was removed together. Kinks noted on .018 wire and kink on impella catheter distal to motor housing noted. The impella was exchanged.

Manufacturer narrative:
The investigation of delivery issues, product damage (guidewire kink), and product damage (catheter kink) has been completed. The impella device was returned for evaluation. Delivery issue: data logs were not relevant to the investigation. Returned product was investigated a kink was confirmed on the catheter just proximal to the motor housing. Additionally, there was a minor kink seen in the pump cannula. The guidewire that was reported to be kinked as well was not returned for investigation. Clinical details reported that the patient did not have any vessel conditions, however, they were obese. Additionally, the tunneling strategy was changed for the replacement pump, and there was no difficulty with delivery. Additionally, there was resistance in the graft during initial delivery as well as in the left ventricle (lv). Based on the clinical details provided, there are several factors that could have played a role in the delivery issue. The tunneling strategy could have been a cause for the resistance met delivering the pump through the graft, and the kink in the guidewire could have been a cause for resistance delivering the pump in to the lv. Since insufficient clinical details were provided, the cause of the delivery issue could not be determined. Product damage (guidewire kink): data logs were not relevant for the investigation. The guidewire was not returned for investigation. Based on clinical details provided, there was difficulty delivering the pump over the guidewire both in the graft and when passing into the lv. The patient reportedly didn't have any vessel conditions, but they were obese. Since there were multiple points of resistance, it is unclear at what point the guidewire became kinked, and what caused it based on the clinical details provided. For this reason the root cause of the guidewire kink could not be determined. Product damage (catheter kink): data logs were not relevant to the investigation. Returned product was investigated a kink was confirmed on the catheter just proximal to the motor housing. The patient reportedly didn't have any vessel conditions, but they were obese. Based on clinical details provided, there was difficulty delivering the pump over the guidewire both in the graft and when passing into the lv. Since there were multiple points of resistance, it is unclear at what point the pump catheter became kinked, and what caused it based on the clinical details provided. For this reason the root cause of the catheter kink could not be determined. *since the cause of the reported issues could not be determined, the relationship between the finding of a cannula kink on return product and the reported issue couldn't be established.* g1 reporting contact email revised on manufacturer device report 1220648-2024-17534 in accordance with updated procedures.